Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unk age and origin. The pt was taking an unspecified medication for treatment of an unk indication. In 2008, a humapen ergo teal/clear pen body (lot unk) with a clear cartridge attached was reported to have lugs that had come off the bottom of the cartridge holder. The humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was still to be returned to the company. The reporter verbally described a piece of the device that broke, which was sufficient to be judged a cirm. It was unk if the teal/clear pen body with a clear cartridge holder attached was continued. Update 04/21/2008: upon review on 04/08/2008, it was determined that this case was booked in error as it was not a cirm case, this report will therefore be deleted from the database. Update 04/23/2008: upon internal review on 04/22/2008, it was discovered that the case should not be deleted and should have been processed as a cirm until the device was returned to the company and proved otherwise. Dated this case update as the notification date of 04/07/2008, changed malfunction type from not a cirm to cirm, and updated corresponding fields and narrative accordingly, and added a psur comment. Edit 05/01/2008: following quality review on 04/28/2008, changed case outcome field to reflect worse event outcome.

Manufacturer narrative:
Reportable malfunction/ near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.